Event description:
Per literature review, it was reported that: silvetti, massimo stefano, et al. (2022). ICD outcome in pediatric cardiomyopathies. J. Cardiovasc. Dev. Dis. 2022, 9, 33. Https://doi.org/10.3390/jcdd9020033. It was reported that via a single center and retrospective study of pediatric patients with cardiomyopothies. In this study, there were few complications reported with subcutaneous implantable cardioverter defibrillator (s-ICD) systems including one instance of a delivered inappropriate shock due to t-wave oversensing. In three instances, the patient developed an infection resulting in system explant and surgical revision. No additional adverse patient effects were reported.